Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The tekno sales representative reported on behalf of the customer that the (B)(6) year old male patient, with a recent diagnosis of lung cancer, had recent onset of instability with dislocation twice in the last 2 months and that the patient underwent revision surgery. The patient was implanted on (B)(6) 2008 and was revised on (B)(6) 2015. The customer has also reported some visible corrosion on the stem, trunnion and head.

Manufacturer narrative:
An event regarding dislocation and corrosion involving an exeter stem was reported. The dislocation event was confirmed following a review of x-rays by a clinical consultant. Corrosion was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The report stated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The medial, anterior and posterior surfaces of the exeter stem. Explantation damages and debris were observed on these surfaces. -medical records received and evaluation:a review of the provided information by a clinical consultant noted that: the exeter stem has an adequate size and position with stable cemented fixation and no apparent issues. Materials analysis report (mar) confirms that explantation damage and debris were observed on the exeter stem and v40 head. The principal problem of this case relates to cup malposition leading to recent onset recurrent dislocation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and absent anteversion together with muscle wasting conditions have contributed to instability in the hip arthroplasty requiring revision. No further investigation is required at this time. If further information becomes this investigation will be re-opened.

Event description:
The (B)(6) sales representative reported on behalf of the customer that the (B)(6) year old male patient, with a recent diagnosis of lung cancer, had recent onset of instability with dislocation twice in the last 2 months and that the patient underwent revision surgery. The patient was implanted on (B)(6) 2008 and was revised on (B)(6) 2015. The customer has also reported some visible corrosion on the stem, trunnion and head.